Event description:
On february 28, 2023, nakanishi visited a dental office and received information from a dentist that an nsk handpiece had overheated and burned a patient. The details nakanishi obtained are as follows: the event occurred on february 28, 2023. The dentist was performing a dental procedure on a patient using the z990l handpiece (serial no. Unknown). During the procedure, the head of the handpiece overheated, and the patient received a burn injury.

Manufacturer narrative:
The dentist was not able to provide any information about patient information. Further inspection of the handpiece involved in the adverse event for cause by nakanishi is no longer possible because the handpiece was already discarded.

Manufacturer narrative:
Upon finding the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z890sl device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the handpiece head at 2 test points. This included the side of the head (testing point (1) and push button of the head (testing points (2). The test setup was prepared to take temperature measurements at both points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the handpiece at 0.28mpa with water spray and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 0.28mpa. The maximum temperature measured in the 5-minute test were as follows: test point (1): 23.5 degrees c, test point (2): 26.5 degrees c. Nakanishi did not observe temperatures high enough to cause a burn injury. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed contact traces on the surfaces of the cartridge and headcap caused by a push button being pressed. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi did not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event, but based on the findings in the visual inspection, as well as many years of experience, nakanishi considers the possibility that the cause of the handpiece overheating was frictional heat generated by contact between the headcap and the cartridge, which was caused by the push button being pressed during rotation. B) misuse by the user leads to the contact between the headcap and the cartridge, which contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of using the device and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On july 9, 2025, nakanishi reviewed the adverse event and identified the actual device involved in the event. The device had not been discarded and found that, at the time of the event, the dentist was using z890sl handpiece (serial no. (B)(6).